Event description:
It was reported that during a wedge resection procedure, that the surgeon stated the instrument caused a laceration on the pulmonary tissue which resulted in bleeding. It was also reported that when the device was activated it caught the tissue between the shaft and the anvil. The surgeon used another instrument to control bleeding on the lung parenchyma. The procedure was successfully completed. The pt was discharged from the hosp in august and readmitted two days later diagnosed with a pneumothorax. Two thoracic drains were inserted to control the pneumothorax, with massive or severe subcutaneous emphysema. The procedure was done under local anesthesia. The pt was in stable condition in the ICU. Pt's chemotherapy will be delayed as a result of the pneumothorax.